Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of tubing detachment of with two infusion sets. The event occurred on (B)(6) 2024. The tubing was detached from the hub. Infusion sets were used for 5 minutes. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6004681 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The reference samples for the lot 6008189 have already been previously tested. Test results: the reference samples were tested for air flow,10 samples out 10 samples passed the test. In the additional tests the samples were visually inspected for the tubing as per the test report. Device history record (DHR) review: the lot 6008189 was manufactured according to the wi version (B)(4) manufactured in the line 6, on 17/jul/2024, with a total of (B)(4) units. Review of the DHR showed on inspection final is found one sample with tubing short, in extended inspection is acceptable. This is not related to the failure on the complaint. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 6004681 and no other complaint has been registered in database for the same lot 6008189 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required, no nc related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.